Event description:
The physician reported that a re-intervention was performed due to a lead dislodgement. Upon removal of the subject pacemaker from the pocket, the physician observed that the silicone cap above the connection set-screws had detached from the device. It was also indicated that the physician did not use a medical instrument to extract the device from the pocket. The subject pacemaker has been returned to the manufacturer for analysis.

Event description:
The physician reported that a re-intervention was performed due to a lead dislodgement. Upon removal of the subject pacemaker from the pocket, the physician observed that the silicone cap above the connection set-screws had detached from the device. It was also indicated that the physician did not use a medical instrument to extract the device from the pocket. The subject pacemaker has been returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device evidenced operation in accordance with specifications, except for delamination of the silicone cap associated to the connection set-screws.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
The physician reported that a re-intervention was performed due to a lead dislodgement. Upon removal of the subject pacemaker from the pocket, the physician observed that the silicone cap above the connection set-screws had detached from the device. It was also indicated that the physician did not use a medical instrument to extract the device from the pocket. The subject pacemaker has been returned to the manufacturer for analysis.